Event description:
It was reported that the o2 hose that connected to the o2 inlet of the ventilator was leaking and sounded abnormal. The ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
No service was requested, the user facility solved the problem by themselves. The o2 hose was leaking and the ventilator failed pressure transducer test during pre-use check. The conclusion is that the o2 hose needs to b replaced. It was not confirmed if the defective o2 hose was a getinge product. No parts were returned for investigation, therefore the root cause for the reported problem could not be determined. H3 other text : 4111.

Event description:
Manufacturer's ref.#: (B)(4).